Manufacturer narrative:
Correction made to h4: device manufacture date: 11/12/2019 (previously submitted as ni) additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a silicone tubing separated from the female connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address :(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of peritoneal dialysis (pd) transfer set separated from the silicone tubing. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.